Event description:
It was reported that the patient had the lynx blue system implanted during a procedure and has since experienced complications. These include urinary retention requiring catheterization, mesh extrusion, and scar development. Subsequently, the patient underwent mesh revision surgery on (B)(6) 2023. A partial mesh removal was performed on (B)(6) 2023, followed by another mesh removal surgery on (B)(6) 2023. The patient also claimed to have suffered severe pain, unnecessary expenses, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, she claims that she may need to undergo further surgery and may, in the future, suffer damages such as significant pain, severe and debilitating injuries, serious bodily harm, mental and physical pain and suffering, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of july 20, 2023, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) center. (B)(6). The explanting physician is: dr. (B)(6). (B)(6) health. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e1309 - captures the reportable event of urinary retention. E2006 - captures the reportable event of mesh extrusion. E1715 - captures the reportable event of scar development. E2330 - captures the reportable event of severe pain. E2308 - captures the reportable event of disfigurement. E0206 - captures the reportable event of mental pain and loss of enjoyment of life. E2401 - captures the reportable event of severe and debilitating injuries. The imdrf impact code capture the reportable event of: f1905 - captures the reportable event of mesh revision surgery. F1903 - captures the reportable event of mesh removal surgery.